Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient's ipg is rubbing against his ribcage and causes pain.

Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient's ipg is rubbing against his ribcage and causes pain.

Manufacturer narrative:
Additional information was received that at this current time the patient will not undergo a pocket revision.